Event description:
Information received indicates the brake casters continue to swivel when locked into brake.

Manufacturer narrative:
The technician replaced the worn caster stems and horns to repair the stretcher.